Manufacturer narrative:
Pentax medical america performed three good faith efforts (gfes) to gather additional information regarding this event, but no response was received. The only information obtained was that the light limit mode was set to on. Pentax medical america requested the completion of the complaint notification form (cnf) and also asked the following three questions: regarding the issue with the distal end temperature, what exactly happened? (E.g., blood or debris adhered, patient sustained a burn, etc.) Was the procedure completed with the endoscope concerned, or was it completed using an alternative endoscope? Was there any contamination or debris adhered to the light cable bundle (lcb) cover glass? Although detailed information regarding the reported event could not be obtained, this report is being submitted in accordance with FDA reporting requirements. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
B3: the exact occurrence date is unknown; only the year when the complaint was submitted to the manufacturer is available. On 12-aug-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model: ec38-i20cl, serial number: (B)(6) in the united states. The problem related to heating occurred at the distal end of the endoscope. This event occurred during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was heating of the distal end. Based on the investigation, a potential root cause of this failure was that organic matter and mucus from inside the body adhered to the light cover glass, accumulating the thermal energy of the light. A good faith effort (gfe) was conducted, but detailed information such as the specific nature of the problem, information on devices used together, and whether the procedure was completed could not be obtained. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 14-may-2024 under normal conditions. During the final inspection, difficulty inserting the reflector rod during viewing angle measurement was detected, and adhesive removal in the k-pipe was performed. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 27-may-2024. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.